Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that staples malformed. During the laparoscopic radical resection of rectal cancer, after fired, found the staples malformed. Another device was used to complete the surgery. There were no adverse consequences to the patient.